Event description:
Hcp reported device was explanted, but did not provide information on patient symptoms or the reason for removal. The device was returned to the manufacturer for analysis. Numerous attempts have been made to contact the hcp for more information without success.